Event description:
Physician was attempting to deliver an endeavor resolute drug-eluting stent (3.00mm x 15mm) to a calcified lesion in the lcx with 70% stenosis remaining after pre-dilation and vessel tortuosity but the device could not cross the lesion due to calcification. The physician gave up the surgery. The device was inspected before use with no issues noted. No resistance was noted at the lesion. It was reported that the stent was damaged during use. The device was removed from the patient with the stent wrapped around the delivery system. No clinical sequelae were reported. Evaluation summary: the distal tip was bent and frayed. The stent was not returned with the device. Catheter was kinked 1cm, 22.5cm, 65cm, 86cm, 96cm distal to the strain relief. Balloon folds were opened. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 70% stenosis and calcification; deformation. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 70% stenosis and calcification; known inherent risk of procedure ¿ (stent deformation). (B)(4).